Event description:
I used renu with moistureloc contact lens saline solution from 9/1/05 through 4/30/06. I was diagnosed with a corneal ulcer and taking vigamox eye drops for weeks. It is in my right eye with scarring on cornea.